Event description:
It was reported that the insulin pump alarmed motor error multiple times during basal delivery. Customer stated that the prime process could not be completed. No further information reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to slightly loose support disk. The device had cracked case at display window corners, cracked reservoir tube lip, minor scratches on display window, missing end cap sticker, and broken battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.